Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock was evaluated and replaced. The collimator, camera and filament were recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.